Event description:
One wrap "busted open"/bottom seam of wrap appeared to have failed [device malfunction]. Burned her genitals/burns [thermal burn]. Small, tiny red blisters [blister]. Pain [pain]. Case description: info was received from a relative regarding a (B)(6) female who used a thermacare menstrual heatwrap transdermally for ovarian cyst pain on (B)(6)2010. The reporter indicated that one heatwrap "busted open" during use (device malfunction/device malfunction) and an unk number of heat cells emptied into her daughter's underwear and burned her genitals (thermal burn/burn). She reported that there were small, tiny red blisters (blister/blisters) that had not ruptured. The reporter indicated that the pt felt pain (pain/pain) when the wrap broke, but denied any fever or drainage. The pt, a first-time user, wore the wrap attached properly to her underwear. It was reported that the pt wore the wrap while laying down watching television, but that she was not lying on or against the wrap. The pt denied using any creams under the wrap or noting any defects, damage or modifications to the wrap. The reporter indicated that the wrap was not pulled, stretched, twisted or manipulated and was used over healthy skin. She reported that the bottom seam of the wrap appeared to have failed and the heat cells emptied into her child's underwear. The wrap was placed at approx 16:00 and was removed by 17:00. The wrap was sealed properly when purchased on (B)(6)2010 and was not stored as it was opened immediately. The pt took a shower and used vaseline on the burns. The events were not resolved. On 09/22/2010, additional info was received from the pt's mother who indicated that she followed the label directions to wash the skin off by placing her daughter in the shower on the day the events occurred. She did not seek medical care for her daughter's skin burn and these have healed without professional care. The events were resolved. Quality assurance results were received which indicated that the plant has reviewed this batch from a mfg and technical perspective. No quality issues were identified in this review of batch records, review of release testing data, or inspection of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap from chemistry leaking from failed lower seal. Sample was sent to product development for technical eval. A visual inspection was performed on the returned product and the wrap was found to have a 6mm hole in the perimeter bond on the edge of the wrap. Origin of complaint is likely to have occurred while the product was within pfizer control. Medical history included eosinophilic esophagitis, ovarian cyst and eczema. Concomitant medications were not provided. No other info provided.

Manufacturer narrative:
The plant has reviewed this batch from a mfg and technical perspective.